Event description:
Transport ventilator "reset itself" multiple times while in use (did not stop ventilating, but display backlight was impaired). No injury to patient. User shut the vent off and re-started it. Backup ventilation was available but not used.

Manufacturer narrative:
Could not duplicate symptom at factory, despite extended observation and vibration and heat testing. Found fluid residue on exterior of unit (as if an IV bag had broken on it), but no sign of fluid incursion. Found warranty tamper-proof labels broken, and slightly loose vibration-mount hardware on lcd (tightened up in repair here). Could not determine cause though of reported malfunction. Will replace lcd backlight cable as a precaution. No trend seen on this type of event - will not be submitting more information.